Event description:
It was reported that a fractured device occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, abnormal resistance was encountered in the pushing process, and the proximal end of the device was fractured. The device was removed normally, and the procedure was completed with another of same device. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
D4 lot number: corrected. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 4,4cm distal from the hub, the hypotube of the device was kinked. E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E.1. Initial reporter phone, facility name, address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a fractured device occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, abnormal resistance was encountered in the pushing process, and the proximal end of the device was fractured. The device was removed normally, and the procedure was completed with another of same device. There was no patient complications reported, and the patient was stable post procedure.